Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 20 mg/dl. The customer passed out twice and had to be assisted by paramedics. The customer complained of extreme stomach pain but did not mention how they were treated. The customer stated that the cause of the low blood glucose levels was due to the infusion sets falling off their body for which the customer was offered troubleshooting but the customer declined stating that they would wait until they spoke to their physician. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.